Event description:
Pt rec'd 6 inappropriate shocks in 24 hrs. Exam found pt to be in sinus rhythm with noise from a fractured ventricular lead initiating each of the ventricular arrhythmia detections.